Event description:
It was reported that perforation with pericardial effusion and subsequent death occurred. A left atrial appendage (laa) closure procedure was being performed. As there was suspected thrombus in the laa, a sentinel protection device was appropriately positioned. After the transseptal crossing, the watchman access system (was) was advanced to the left atrium. An unknown 6fr pigtail catheter was advanced within and positioned distal to the was. During was manipulation, the was appeared hinged on the mitral valve and when the physician manipulated the was it abruptly moved superior to the laa perforating the lateral wall of the laa and resulting in pericardial effusion. The patient's condition was discussed with anesthesia as medications were administered. The physician proceeded to implant the 30mm watchman laa closure device successfully in an attempt to slow the progression of the pericardial effusion. The physician performed a pericardiocentesis. The patient rhythm progressed into ventricular fibrillation and ventricular tachycardia. Cardiopulmonary resuscitation was started and the patient was shocked multiple times, but the rhythm was unable to be regained. It was reported that the patient had cerebral amyloid angiopathy and a history of ejection fraction of 20-25%. The patient could not undergo surgery. The family asked for resuscitation efforts to be stopped and the patient passed away approximately 30 minutes after the start of the event.